Event description:
Drain placed in abdominal cavity post exploration laparotomy appendectomy, incision and drainage of pelvic abscess post total abdominal hysterectomy performed 03/2001. When physician went to remove the drains, one of the drains broke, leaving majority of the drain in the abdominal cavity. Pt taken to the o.r. For removal of remaining drain.